Event description:
Pt needed an anti-siphon device integrated to the existing shunt which was in place. Surgeon made two attempts at connecting the device after dividing the existing catheter. On one occasion the ventricular end disconnected and once that was re-attached, the distal end fractured when he was pulling the chamber down into the pocket he had made. He abandoned the procedure and revised it with another unitized shunt.